Event description:
It was reported the esc button on the insulin pump has been unresponsive for three days. Customer's blood glucose was 140 mg/dl. Now the device will not respond to any button presses. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.